Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2008. It was reported the ipg has reached its estimated replacement time. A replacement date for the ipg has not yet been determined. It is currently unknown if the ipg will be returned to the manufacturer after it is explanted. No patient complications were reported as a result of this event.